Manufacturer narrative:
Qc was run before the event and recovered within assay limits. Specimens were rerun to confirm back to the last acceptable qc run. The instrument is currently within qc specifications with respect to controls and reproducibility. A field service engineer (fse) was dispatched and could not duplicate the issue. The fse ran multiple reproducibility runs, both in primary and single tube presentation modes. The fse adjusted diff gains, replaced hgb lamp as a preventive measure, and discussed problem with the supervisor. Root cause for this event is unknown.

Event description:
A customer contacted beckman coulter inc, (bci), regarding erratic white blood count (wbc), red blood count (rbc), hemoglobin (hgb), and platelet (plt) results generated by the unicel dxh 800 coulter cellular analysis system for one patient's microtainer finger stick sample. The instrument did not generated suspect messages. The results were reported out of the lab and the nurse questioned the results. A second draw was collected in a vacutainer tube and obtained results were considered correct by the customer. Based on information provided, there was no change to patient treatment as a result of this event.